Event description:
The event involved a pump plum 360 where it was reported the infusion pump suddenly turned off. The event occurred in the afternoon during an intra-hospital transfer of a highly complex patient with ventilatory and hemodynamic support. Meters before leaving the intensive care room, the infusion pump suddenly turned off. Due to the unforeseen event, the pump was connected to the nearest electrical outlet, turned on, and the infusion was resumed. At the same time, another infusion pump was prepared, and the aforementioned pump was replaced and isolated in the nursing management office. The reporter stated that the pump involved in the event had been operating for days connected to the electrical grid, indicating that the battery was full. At the time of event there was an infusion of norepinephrine and vasopressin. There was a patient involvement and a delay in therapy. No harm was reported.

Manufacturer narrative:
The event log analysis recorded a sudden shutdown with a ¿replace battery¿ alarm and low battery status, when it was turned again. Even more, the result of battery mode test showed that, when it was about to begin with the battery involved, the infuser turned on, then off constantly after being left charging for 24 hrs. It was only with a new battery, that the test was performed normally. This is related to the client description in the event description of this complaint. Therefore, the probable cause is the battery is defective, and the complaint is confirmed.